Event description:
It was reported that this right atrial (ra) lead was part of system revision due to possible infection. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.